Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found that the compression spring in the reported problem area of the pipette assembly was too light at both ends on the plunger clamp glider. This caused the spring to stay compressed. The compression spring was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.